Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, he noticed damage (scratch) on the optics of the lens, so he decided to explant the lens in pieces. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Photo provided. The iol is cut into three (3) pieces. Reported complaint cannot be confirmed from the provided photo. Based on our observation of the attached photo, the lens is cut in multiple pieces. The reported complaint cannot be confirmed from the photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).